Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure code 810:11 was confirmed. During inspection of the device, the air-in-line printer circuit board was found to be out of specification causing the failure code 810:11.

Event description:
Customer reported a failure code of 810:11. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have information whether incident occurred during patient infusion. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.